Event description:
Pacemaker lead placed 12/95 at another facility. Pt referred for new right sided heart failure, after placement of new lead. During surgery, found tricuspid valve with both pacemaker wires going through the valvular apparatus, corda tendines and lodging into the papillary muscles. The old lead was through the posterior leaflet and into the posterior papillary muscle with shortening. The second lead went through the septal leaflet, passing through the septal cordae and into the papillary muscle of the posterior leaflet, causing wide open valvular incompetence. Newer lead removed. Old lead had to have small piece left due to further destruction if this would have been removed.